Event description:
(B)(4) study. Same case as 2134265-2012-04014; 2134265-2012-04070. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis and chest pain. The target lesion was located in the proximal right coronary artery (prox rca) with 75% stenosis and was 5 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010 and (B)(6) 2011 the patient experienced non cardiac chest pain. In (B)(6) 2012, the patient presented with heaviness, chest pain radiating to left arm. Cardiac catheterization was recommended. The 70% in-stent restenosis in the prox rca was pre-dilated 5 times using a 3.00 x 15 mm quantum maverick balloon, however the patient experienced chest pain following each dilatation. The balloon was removed and the patient was treated with IV 10 mcg/min of nitroglycerin. Following this, the same balloon was inflated and again the patient experienced chest pain. This was treated with intra coronary 200 mcg nitroglycerin. A 3.50 x 15 mm quantum maverick balloon was positioned in the same location and inflated to 13 atm for 26 seconds and 40 seconds. The subject again experienced chest pain. This was treated with IV 20 mcg/min nitroglycerin. With each dilatation, st elevation in the inferior leads was noted. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).